Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision operation required to correct stryker constrained liner impingement which had lead to excessive plastic wear and the liner's locking ring breaking insitu. Update (B)(6) 2021 wg: as reported in the (B)(6) 2021 operation report: "evidence of prosthetic impingement with burnishing of the posterior superior portion of the femoral neck (referred to in the op report as an 'existing exeter stem"). The constrained ring was broken and a portion of the acetabular rim was fractured." Based on op reports and implant lot code information, the patient had a spacer revision in (B)(6) 2014 ((B)(4), confirmed via op report). At that time, an exeter contemporary shell, stainless steel head, and exeter stem were placed. Some time between (B)(6) 2014 and (B)(6) 2017, some or all of those implants were removed and a constrained liner and cocr femoral head were implanted (no record provided for this surgery, but the revised head and liner were not mentioned in the (B)(6) 2014 surgery, and the constrained liner was manufactured in july 2014). In (B)(6) 2021, those implants were revised. This pi is for the revision of those implants, implanted at an unknown date at the time of report. Update (B)(6). (B)(6) 2022, add trident® acetabular shell as per med review which stated "cup was ¿microscopically loose¿, so it was removed. Cup extracted and a new cemented freedom cup placed with (B)(4) cement.'' Update (B)(6) 2022 : medical records indicate that the exeter stem was not revised during this procedure. Timeline of events per medical records: first revision on (B)(6) 2014 due to infection, second revision on (B)(6) 2014 due to recurrent dislocations, and third revision on (B)(6) 2021 (this pi) due to reasons noted above.

Event description:
Revision operation required to correct stryker constrained liner impingement which had lead to excessive plastic wear and the liner's locking ring breaking insitu. Update 23/september/2021 wg: as reported in the (B)(6) 2021 operation report: "...evidence of prosthetic impingement with burnishing of the posterior superior portion of the femoral neck (referred to in the op report as an 'existing exeter stem")¿the constrained ring was broken and a portion of the acetabular rim was fractured..." Based on op reports and implant lot code information, the patient had a spacer revision in (B)(6) 2014 ((B)(4), confirmed via op report). At that time, an exeter contemporary shell, stainless steel head, and exeter stem were placed. Some time between (B)(6) 2014 and (B)(6) 2017, some or all of those implants were removed and a constrained liner and cocr femoral head were implanted (no record provided for this surgery, but the revised head and liner were not mentioned in the (B)(6) 2014 surgery, and the constrained liner was manufactured in july 2014). In (B)(6) 2021, those implants were revised. This pi is for the revision of those implants, implanted at an unknown date at the time of report. Update sc. 12 jan 2022: , add trident® acetabular shell as per med review which stated "cup was ¿microscopically loose¿, so it was removed. Cup extracted and a new cemented freedom cup placed with copal c & g cement." Update 14/jan/2022: medical records indicate that the exeter stem was not revised during this procedure. Timeline of events per medical records: first revision on (B)(6) 2014 due to infection, second revision on (B)(6) due to recurrent dislocations, and third revision on (B)(6) 2021 (this pi) due to reasons noted above.

Manufacturer narrative:
Correction - upon further investigation there is no indication that the patient had a trident shell implanted but instead an all-poly constrained liner which is covered in MFR report # 0002249697-2021-01620. This pi was opened in error, therefore this MDR is being cancelled.

Event description:
Revision operation required to correct stryker constrained liner impingement which had lead to excessive plastic wear and the liner's locking ring breaking insitu. Update (B)(6) 2021 wg: as reported in the (B)(6) 2021 operation report: "...evidence of prosthetic impingement with burnishing of the posterior superior portion of the femoral neck (referred to in the op report as an 'existing exeter stem")¿the constrained ring was broken and a portion of the acetabular rim was fractured..." Based on op reports and implant lot code information, the patient had a spacer revision in (B)(6) 2014 (pi 2818550, confirmed via op report). At that time, an exeter contemporary shell, stainless steel head, and exeter stem were placed. Some time between (B)(6) 2014 and (B)(6) 2017, some or all of those implants were removed and a constrained liner and cocr femoral head were implanted (no record provided for this surgery, but the revised head and liner were not mentioned in the (B)(6) 2014 surgery, and the constrained liner was manufactured in july 2014). In august of 2021, those implants were revised. This pi is for the revision of those implants, implanted at an unknown date at the time of report. Update sc. (B)(6) 2022 : , add trident® acetabular shell as per med review which stated "cup was ¿microscopically loose¿, so it was removed. Cup extracted and a new cemented freedom cup placed with copal c & g cement." Update (B)(6) 2022 : medical records indicate that the exeter stem was not revised during this procedure. Timeline of events per medical records: first revision on (B)(6) 2014 due to infection, second revision on (B)(6) 2014 due to recurrent dislocations, and third revision on (B)(6) 2021 (this pi) due to reasons noted above.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.